Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 502-11-52e, trident hemispherical cluster hole shell , lot: 96005401. 0580-1-441, exeter v40 stem 44mm no 1 , lot : g8248042. Unknown catalog, unknown metal head, lot : unknown. 6215-5-001, small howmedica bone plug 1pk, lot: cppaae11bh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient required a hip revision for infection, 1st stage hip revision. Removing an exeter v40 stem, trident hemispherical acetabular shell size 52 ,small artisan cement plug. Unsure is still had a trident x3 10 degree liner or ceramic v40 32mm head insitu as implant stickers sent from surgeon for patient said the patient had a ceramic v40 head but then the removed head appeared to be metal and the surgeon specified the patient already had this replaced but unable to give further details. Replaced with a competitor cup and liner. Stryker replaced with lfit v40 28mm head +4mm and exeter long stem 44 no2 205mm.